Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. The patient was brought in for testing and a 1.1j synchronized shock was delivered which produced a shock impedance measurement of 109 ohms. The physician was satisfied with the impedance and will continue to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient was being implanted with a new device and testing was performed with this lead due to the ongoing high shock impedance measurements. Shock impedance measurements in all three vectors were greater than 125 ohms. A 1.1j commanded shock was delivered with the lead programmed rv coil to can and a shock impedance of 108 ohms was noted. Defibrillation threshold (dft) testing was also performed and 31j shock successfully converted the arrhythmia. Additionally, sensing measurements were good and rv pacing impedance was stable at 604. Therefore, the lead remains in service with the replacement device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock lead impedance measurement measuring greater than 125 ohms. The patient was brought in for testing and a 1.1 j synchronized shock was delivered which produced a shock impedance measurement of 109 ohms. The plan was to continue to monitor. At this time, the patient went on hospice care and tachy therapy was programmed off. An interrogation was performed and found that this implantable cardioverter defibrillator (ICD) system detected a code 1005. Additionally, the patient had supraventricular tachycardia (svt) in which the patient received inappropriate shocks as a result. The first shock put the patient into atrial fibrillation (af) however, the patient did convert on their own. Technical services provided on turning therapy off and noted that when the magnet was over the device, it was unpleasant for the patient. At this time, the system remains in service. No adverse patient effects were reported.